Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was using cold insulin to fill cartridges and was educated of this being considered off label insulin use. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 323-360 mg/dl.